Event description:
It was reported the patient's ipg became inoperable due to her not recharging it as recommended. As a result, the patient's ipg was explanted, replaced, and stimulation was restored post-op.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.